Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant intermittent undersensing was noted on the right atrial (ra) lead. Fluoroscopy confirmed the lead had pulled back and dislodged due to insufficient slack in the upright position. The lead was revised and remains in use. No patient complications have been reported as a result of this event.